Manufacturer narrative:
Device evaluation: two system controller log files dated (B)(6) 2017 were received. The analysis of both log files confirmed the reported driveline fault alarms. No additional log files were received following the external driveline replacement; therefore, the reported pump stoppages that occurred during battery support could not be confirmed. The device was returned with the percutaneous lead (lead) cut approximately 0.5 inches from the pump housing. The returned distal (replaced) portion of the lead measured approximately 17 inches in length. Electrical continuity testing of both returned portions of the lead did not reveal any wire discontinuities, even with manipulation of the lead segments. Significant breakdown of the metal braided shield was observed along the length of the distal portion of the lead, consistent with almost 5.5 years of use. The metal braided shield of the returned portion of the lead extending from the pump housing appeared unremarkable. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of both returned lead segments. The returned portions of the lead were suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and functionally tested under loading conditions with the replaced distal portion of the lead soldered to the portion of the lead extending from the pump housing. The pump operated as intended with normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Following hydraulic qualification testing, the pump was left to operate on the mock circulatory loop while connected to a test pocket controller. After over 12 hours of continuous operation, no driveline fault alarms or any other atypical alarms had occurred. The evaluation did not identify a device-related issue that would have contributed to the driveline fault alarms captured in the submitted system controller log files or to the reported interruptions in pump function; however, approximately 20.5 inches of the entire length of the lead was not returned for analysis and potential wire damage on that portion of the lead could not be determined. X-ray images of the internal portion of the lead had shown a tight loop near the pump housing. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of support, a driveline fault alarm occurred on (B)(6) 2017. The patient switched to the backup system controller and the alarm appeared again the next morning. The patient was asymptomatic. A system controller log file reviewed by the manufacturer¿s technical services representative confirmed the driveline fault alarm. Submitted x-ray images showed a sharp 270 degree arc directly behind the pump bend relief. X-ray images of the driveline external to the patient showed several areas of stressed shielding. An external driveline evaluation performed by the manufacturer¿s technical services representatives revealed that 60% of the driveline was covered with rescue tape. The rescue tape and silicone tube were removed and several stressed areas were noted on the driveline shielding. Electrical continuity testing passed and the alarms were unable to be reproduced when manipulating the external portion of the driveline, or while the patient performed body movements. An external driveline replacement was performed; however, 24 hours later, pump stoppages and pump speed decreases occurred during battery support. The patient exchanged the system controller, but the alarms did not resolve. A pump exchange was performed on (B)(6) 2017. No additional information was provided.